Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error and saw a big red x on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they received the open book image on the pump screen. Customer stated that they dropped the insulin pump by accident. Customer saw a big x on the insulin pump screen before the open book image was displayed on the screen. The device will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.